Manufacturer narrative:
Medical device name update to frn.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: tag just said service needed. No idea of patient issue, etc. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.